Event description:
The product was used during an unspecified procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
5/3/99 supplemental #1 sent to FDA.